Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator shut off during a code and the patient experienced an outcome of death. The device delivered two shocks and then powered off when the charge button was pressed the third time. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery pca. No ECG monitoring strips or case event files were provided to philips for review. The fse replaced the battery pca. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Patient details were unable to be provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator shut off during a code and the patient experienced an outcome of death. Additional information has been requested.